Manufacturer narrative:
H3: product analysis: as found condition: the pipeline vantage and phenom 27 were returned inside of a sealed bio-hazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. Kinks and bends found at 17.5cm to 23.6cm from the proximal end. No defects were found with the distal marker, re-sheathing marker, or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 3.6cm to 8.2cm from the distal tip. No other anomalies were observed. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline vantage and catheter were damaged. From the damages seen on the catheter (accordioning), pushwire (kinking/bending), and tip coil (kinking); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline vantage through the catheter against resistance. However, the cause of resistance could not be determined. Possible cause includes severe vessel tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage that had resistance and balloon angioplasty was performed. The patient was undergoing a procedure for flow diverter treatment of an unruptured left carotid artery communicating segment fusiform aneurysm. The aneurysm and vessel measurements were unknown. Vessel tortuosity was severe. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. During delivery, the pipeline had resistance in the catheter. However, the pipeline was delivered and used for jailing technique of the coil implanted in the aneurysm lobulation. Balloon angioplasty was used at the end of the procedure. Post-procedure angiography showed good pipeline apposition after angioplasty with contrast retention in the aneurysm lobulation. There were no patient symptoms or complications associated with this event. No additional medical or surgical intervention was required to prevent permanent patient impairment. The event did not lead to or extend the patient's hospitalization. Ancillary device: hyperglide balloon additional information received reported that the balloon was used to accommodate the stent. The first stent damaged, did not open, was returned to company with problem, a second stent was opened where treatment was completed. The procedure was completed using only one pipeline.